Event description:
The customer requested a log analysis for an infusion which was set for 2 hours that "alarmed to be reset prior to 2 hours." There was no patient harm. Although requested there is no more information available from the customer.

Manufacturer narrative:
Manufacturer's report date: 08/12/2015. The customer's report that the msiii device "alarmed to be reset prior to 2 hours" was not confirmed. Analysis of the log could not confirm the pump alarmed prior to 2 hours. The pump a had an infusion started at 06:57am on (B)(6) 2014. A new rate was entered by a user 30 minutes after the infusion was started. The infusion was terminated by the user 1 hour and 17 minutes later. The total infusion duration for pump a was 1 hour and 47 minutes. There was no alarm recorded indicating the infusion needed to be reset. The pump b had infusion started at 08:02am on (B)(6) 2014 with a rate at 0.5ml/h and vtbi at 1.0ml. The pump b had infusion duration of 2 hours. Approximately 44 minutes later the infusion was terminated by a user. There was no alarm recorded indicating the infusion needed to be reset. The reasons for both the pump a and pump b infusions having been terminated early buy a user could not be ascertained from the log. The bag starting and ending volumes for both the pump a and pump b infusions could not be ascertained from the log. The root cause was not identified. No devices were returned for investigation.

Manufacturer narrative:
(B)(4). No devices received, log review only. This report was filed by the manufacturer. The customer requests event log review. The event logs have been received. A follow up report will be submitted with evaluation results once the logs have been reviewed for evaluation.